Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in h6 (health effect - impact code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided, no definitive clinical factors were concluded to have contributed to the reported event; however, the IFU does cover appropriate system use and guidelines to avoid electrode failure including limit cumulative ablation to less than 5 minutes, avoid excessive force, and monitor electrode/tip periodically. The patient impact is determined to be the extended 3-hour surgical delay with unspecified tissue damage during use of c-arm to locate and remove the electrode that ¿suddenly fell off¿, as well as use of the backup device to complete the procedure. Further patient impact cannot be determined based on the limited information provided. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus reconstruction surgery, the tip of the super multivac 50 wand suddenly fell off. The tip was found at the patella using a c-arm machine and the it was removed. The procedure was completed with a smith and nephew back up device. There was a delay of three (3) hours and there was tissue damage cause to the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h6: clinical and impact codes updated. Internal complaint reference (B)(4). H11 b1, b2, h1: type of reportable event and outcomes updated to serious injury.